Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic pacemaker dependent patient presented in clinic for routine follow-up. Upon device interrogation, it was noted that the right ventricular lead had a polarity switch from bipolar to unipolar configuration on (B)(6) 2015. The lead exhibited high impedances in bipolar configuration. The device was programmed to unipolar pace/sense. The patient would continue to be monitored.